Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dental needle. The customer states during an injection, the anesthetic exploded inside the pt's oral cavity. The doctor then attempted to remove the needle from the gum at the mandible area, but it had detached from the hub. The customer states the pt was referred to two oral surgeons but they could not remove the needle in the gum. The pt will be hospitalized on (B)(6) 2011 for removal.